Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
The lead and generator were returned for analysis. The generator was returned due to no malfunction suspected/identified and infection. Results of diagnostic testing indicated that the battery status indicated ifi=no in the pa lab. The data in the diagaccumconsumed memory locations revealed that 12.255% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Lead analysis showed that the outer silicone tubing has cut openings. It is believed that these openings were most likely caused at explant. Scanning electron microscopy images of both positive and the negative coils show that a stress-induced fracture has occurred at the end of the lead coils most likely due to rotational/tensional forces exerted on the lead. Also, the early stages of a secondary fracture were noted in one strand of the positive coil, suggesting that the primary fractures were most likely created during the explant procedure. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observation, no anomalies were identified in the returned lead portion.

Event description:
On (B)(6) 2013, it was reported that the patient's vns device was explanted. Follow up found that the patient had an infection on the pectoral wound. The infection was attributed to poor sanitary conditions and not the vns. A new vns generator was not implanted due to the parents wishes and infection. No other information was provided.